Event description:
New information notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2023 due to noise oversensing.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the right ventricular (rv) lead exhibited noise oversensing and led to pacing inhibition. The patient then went to the clinic and the noise was reproduced via arm movement. Programming changes were made. The patient was in stable condition.